Manufacturer narrative:
Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10 mm on leaflet 3 on the outflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6 mm on leaflet 1 on the inflow aspect. Host tissue on the stent circumference was moderate outflow aspect. Host tissue fused leaflets 1 and 2 by approximately 3 mm near commissure 2, and leaflets 2 and 3 by approximately 9 mm near commissure 3 on outflow aspect. X-ray demonstrated moderate calcification on all three leaflets and wireform distortion around commissure 1. Leaflet 1 had a 3 mm non-transmural tear near commissure 1; serrated markings were observed near the tear. Leaflet 1 also had a 2 mm tear near commissure 2; calcification was evident near the tear. Hematomas were observed on leaflets 2 and 3 at the outflow aspect. The sewing ring was cut off around the valve circumference, and exposed the wireform at the inflow aspect. The wireform was also exposed on commissure 2 and near leaflet 1 at the outflow aspect. Customer report of stenosis secondary to pannus was confirmed. Host tissue and calcification restricted mobility and led to stenosis. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The root cause for the calcification and pannus remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this mitral pericardial valve, implanted eleven (11) years and six (6) months, was explanted due to mitral stenosis secondary to pannus. The device was explanted and replaced with 25 mm mechanical valve with no adverse patient effects reported as a result of the valve replacement. At explant, pannus was encroaching to outflow aspect and it restricted the leaflet mobility. The valve was returned for evaluation. Patient status was reported as ¿recovered¿ and the patient was discharged.